Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The overall baseline gender characteristics is female; the age of the patients were approximately 90 years old. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "the feasibility of leadless pacemaker implantation for super elderly patients." Pacing and clinical electrophysiology. 2020. 43:374-381. Doi:10.1111/pace.13894 if information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding leadless pacemaker implantation for super elderly patients. The article reports patients implanted with leadless implantable pulse generators (ipg) that exhibited high thresholds just after implant. The status/ disposition of the devices is unknown. No patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.